Event description:
The patient and a manufacturer representative reported that they were recharging their implantable neurostimulator (ins) too frequently. Their fully charged ins lasted 4 to 5 days but at the time of the report it was only lasting 4 to 5 hours and the patient had to charge daily. These issues started 3 to 4 days prior to the report. They had not been recently reprogrammed or switched to a new group. They had also not recently increased their parameters. The patient had not had any previous overdischarge events. The patient would charge their ins to full when they charged. There were no traumas or falls associated with the event. The patient was still having pain at the time of the report so the patient had an MRI. The pain was noticed about a month prior to the report. The doctor noted that everything was in place and the system looked good. It was unknown if this pain was related to the implant or pre-existing. Additional information received on 2016-jul-15 reported that the patient had charged to full on (B)(6) 2016. However, the recharging statistics from the device were checked and the patient was only charging about every 2 weeks. There was no recharging session noted on (B)(6) 2016. The coupling ranged from 0 to 8 bars when the patient recharged. The patient was going to be re-educated on recharging. The patient was implanted for chronic low back pain and spinal pain. Additional information was received from the patient (pt). They reported that they had their implantable neurostimulator (ins) replaced in the past. Pt said the lower back ins, the non-rechargeable, "did not work" and their healthcare provider (hcp) needed to remove the ins and replace it.

Manufacturer narrative:
Product event summary: evaluation determined that standard investigation is needed because it was reported that the patient was charging their ins too frequently, the ins charge only lasted 4-5 hours, and their recharge coupling ranged from 0 to 8 coupling bars. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. The following allegation(s) against the device was not supported and evidence reported in the event indicates that this particular device failure did not occur. The allegation of the patient charging too frequently was not supported. The recharging statistics indicated that the patient was not charging as often as they claimed. This is possibly related to unsuccessful recharging sessions due to the coupling issues.. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the battery only lasting 4 to 5 hours and the patient getting 0 coupling bars during some recharging sessions remains unknown. Additional information was requested regarding the charging issues. Event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.